Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4120 ml during drain 1 of 4 of treatment. This drain volume is 206% the patient's largest prescribed fill volume of 2000 ml. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed using manuals on the night of the reported event. The patient resumed use of the cycler without further issue.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4120 ml during drain 1 of 4 of treatment. This drain volume is 206% the patient's largest prescribed fill volume of 2000 ml. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed using manuals on the night of the reported event. The patient resumed use of the cycler without further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.